Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s registered nurse (rn) reported that an internal dialyzer blood leak occurred two hours and fifteen minutes after the initiation of a patient¿s hemodialysis (hd) treatment. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) is unknown. The patient was restarted with new supplies on a new machine. The complaint device is available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. Visual examination and a tightness test of the sample did not confirm the reported failure. A production records review was performed on the reported lot. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint did not confirm the reported event.

Event description:
A user facility¿s registered nurse (rn) reported that an internal dialyzer blood leak occurred two hours and fifteen minutes after the initiation of a patient¿s hemodialysis (hd) treatment. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) is unknown. The patient was restarted with new supplies on a new machine. The complaint device is available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.